Manufacturer narrative:
The device has not been returned/ received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
The service provider confirmed the patient experiencing hyperglycemia with diabetic ketoacidosis due to issues with the pod deactivating after a "shutdown" alarm.

Manufacturer narrative:
Investigation of the download data from the returned pod confirmed the generation of a hazard alarm, though not an occlusion alarm. A 0x29 alarm was generated by the pod, indicating that an auto-off alarm was programmed by the user and the user did not activate the pdm within the programmed amount of time, resulting in a hazard alarm. Inspection of the fluid path found no issues with fluid passing through the fluid path, although the exposed portion of the soft cannula was bent. It cannot be determined when or how this damage occurred.